Event description:
Patient struck in the back of head with a basketball, causing head to snap forward. She experienced immediate neck and interscapular pain. X-rays showed a fracture of cervical plate with overlapping of the inferior and superior portion. Patient underwent surgical removal of broken plate, explorartion of c6-7 fusion and c4, c5, a and f. (Also see 1008763).